Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The drain was placed on (B)(6) 2016 at 10:52 by a surgeon after a right total knee replacement. The drain was removed later that day. The drain removed easily without resistance. The rn inspected the tip of the drain and noticed that the distal hole was not intact. The surgeon was notified and an x-ray was done revealing a possible fragment. The patient returned to surgery the following day where a piece of drain tubing was removed.

Manufacturer narrative:
Received 1 used reliavac evacuator with only the draining tubing still attached. The reported event was confirmed during the visual evaluation as cause unknown. A visual inspection noted that the drainage tubing appeared to be broken; however, the broken piece of the wound drain was not returned with the sample. The broken section presented jagged edges. A functional evaluation was unable to be performed due to poor sample condition. The dimensional assessment found the sample within specification as follows: ¿ outer diameter = 0.1256 in (specification is 0.126 in ± 0.003 in). ¿ inner diameter = 0.0630 in (specification is 0.064 in ± 0.007 in). ¿ eyelet diameter = 0.0491 in (specification is 0.050 in ± 0.006 in). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " to avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the wound drain broke off in the patient's knee joint. The patient was taken back to surgery on post operation day one to remove the remaining piece of the drain.